Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. Pump was not returned for investigation. Data logs shows several motor current spike with impella stop alarms, which indicate the biomaterial interaction with the pump impellor. Doctor also reported presence of the left ventricle thrombus during the implant. The cause of the pump stop issue was biomaterial based on data log review and provided clinical information.

Event description:
The user facility reported a 58-year-old male implanted with an impella cp device for mechanical circulatory support was to be escalated to an impella 5.5 even though the patient had an existing left ventricle thrombus. During support, the impella 5.5 stopped functioning. The pump was subsequently removed and replaced with another impella 5.5 as a result of the reported failure. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿